Manufacturer narrative:
(B)(6). Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label, broken battery tube threads and loose/shifted end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported that the insulin pump broken off and reservoir compartment had crack. Blood glucose level was unknown. The insulin pump will be returned for analysis.